Event description:
The customer's father reported his daughter's blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. Upon further inspection he noticed there was no pink slide insert visible in the pod window. He stated that the doesn't normally check to see if the cannula is inserted correctly when the pdm prompts to check the site but he will going forward.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.